Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory. Analysis of the octad lead (lead 387460 octad lz) found its stylet coil perforated by the stylet 8cm from the distal end of the lead. Analysis of the green capped stylet found its wire to be bent.

Event description:
It was reported the stylet would not go back into the lead. Implant was attempted but was not implanted. A different lead was used for implant. No patient symptoms or injuries due to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).